Event description:
It was reported that a paclitaxel set underinfused; the device had residual volume of the drug left over. This was observed after patient infusion with cetuximab. The clinician reset the volume to be infused and the remaining drug was delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred around (B)(6) 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.